Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a vats lobectomy, the staples started to form correctly and then the remained of cartridge there was no staples delivered but it cut. Had a lot of bleeding had to extend incision to gain vascular control. Had to over sew incision. Opened a new stapler to complete.